Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device not returned for evaluation.

Event description:
The valve in PICC solo is not working, during insertion. Line has been flushing it in the right way (how it's suggested in our IFU) and valve keeps leaking. They have inserted a needle free connector with back check valve afterwards to that PICC (not taken away from the patient).